Manufacturer narrative:
The event unit was returned to applied medical for evaluation, along with a clear component. Visual inspection confirmed the complaint¿s experience of seal component dislodgment. Based on the description of the event and the condition of the returned unit, it is likely the reported event was caused by an asymmetrical instrument that was inserted through the trocar in a non-axial manner. Applied medical¿s instructions for use (IFU) states that, ¿extra care should be used when inserting angular and asymmetrical instruments, such as ¿j¿ hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing.¿ applied medical has performed a historical trend analysis and review of production records, and no relevant documentation was identified.

Event description:
Procedure performed: laparoscopic cystectomy. Event description: [translation] trocart abdo endochir blunt tip balt d.5-12mm l.100mm open coelio, reference c0r47, batch 1560795 this incident was reported on (B)(6) 2025 by the gynecology operating room department at [hospital name]. Description of the incident: loss of the trocar reducer (which fell into the intraperitoneal cavity) during a laparoscopic cystectomy. It was removed and the procedure continued. Additional information received by an applied medical representative via email on 17dec25: no additional info (event date confirmed). Intervention: it was removed and the procedure continued. Patient status: no patient injury or illness was reported.

Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: laparoscopic cystectomy. Event description: [translation] trocart abdo endochir blunt tip balt d.5-12mm l.100mm open coelio, reference (B)(4), batch 1560795 this incident was reported on (B)(6) 2025 by the gynecology operating room department at [hospital name]. Description of the incident: loss of the trocar reducer (which fell into the intraperitoneal cavity) during a laparoscopic cystectomy. It was removed and the procedure continued. Additional information received by an applied medical representative via email on 17dec25: no additional info (event date confirmed). Intervention: it was removed and the procedure continued. Patient status: no patient injury or illness was reported.